Event description:
The customer reported that the power supply was damaged. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the ps1 and 5v/12v power supplies. The system operates as intended.